Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the root cause of the issue was determined as gastro flex circuit malfunction. The probe was replaced to resolve. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, during a surgical exam the z6ms gave an error 31. The transducer was removed from the patient to reduce the temperature of the probe and then reinserted again. However, the issue was not resolved and the exam was cancelled. There was no injury.